Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that .the customer reported a loss of communication between the transmitter and the pump, a lost sensor alarm, and that the charge or battery lasts less than expected. The customer reported no adverse events. The event involved product(s) mmt-7020a, mmt-1780kpk, and mmt-7811na. The troubleshooting was performed and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-7020a. No product return is required for mmt-1780kpk. No product return is required for mmt-7811na.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thus. No relevant alarms were noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Unit was programmed with test transmitter link (guide link 3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. 100 mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Pump pair device feature connection is working properly. Unit received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, unit powered up properly after battery installation. No failed battery test or unexpected battery power loss noted. Customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Cosmetic damage confirmed when cracked keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thus. No relevant alarms were noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. No anomalies or moisture damage were noted. Unit was programmed with test transmitter link (guide link 3). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. 100 mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph.no transmitter anomalies were noted. Pump pair device feature connection is working properly.unit received with cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, unit powered up properly after battery installation. No failedbatttest or unexpected battery power loss noted. Customer allegations for transmitter anomalies were not confirm during testing. Unit and transmitter communicated properly during testing. Cosmetic damage confirmed when cracked keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.